Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer was filling a cartridge with insulin when the bottom plunger detached from the cartridge. The customer stated that they had been advised to fill the cartridge with air first so the plunger would move to the bottom before adding insulin. The customer was informed that the plunger would lower on its own once insulin was pushed into the cartridge. The customer acknowledged the guidance and proceeded to fill a new cartridge. No further assistance was needed, and bg levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.